Manufacturer narrative:
Tw # (B)(4). The lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a saphenous endoscopic vein harvesting procedure, vasoview hemopro 2 electricity could not be applied and blood vessels could not be cauterized. The device passed the pre-cautery test. There was a beeping sound when the toggle was pulled, but it stopped after a while. The cord, power supply, and adaptor were not swapped out. The power was set to 3. A new device was used and the procedure was completed without issue, with no impact on the patient. There was no delay.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.